Event description:
I had a bard composix 8 x 10 mesh catalog number 0113810 lot #43bpd225 implanted in me on (B)(6) 2005. I went to the emergency room on (B)(6) 2010, with my stomach infected red hot swollen and hurting really bad. I was placed inpatient and put on IV antibiotics and had surgery on (B)(6) 2010. The bard composix mesh had broken and wrapped around my bowel and punctured it and I had bowel movement in my gut and they had to remove almost 3 feet of my bowel. I was told the infection could have killed me if I had not gotten to the hosp when I did.